Manufacturer narrative:
The unit was disassembled, components were washed, sealings were replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, the unit failed the leak test. There was no reported patient involvement.